Event description:
The customer reported that the diameter of the tip of the connector is larger than the internal cannula diameter and it is difficult to remove and painful for the patient. A non-routine replacement of the tube was required.